Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve, a definitive root cause of the event was unable to be determined. Based on the received information, the tear was noticed after implant. The cuspal tear could have potentially occurred during implant.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve appeared to be discolored, revealing evidence of blood contact. One leaflet appeared to be damaged and all leaflets were found to be slightly stiff but flexible. This valve went through decontamination process that includes a high concentrate of a tissue fixation and it was in contact with blood, both of which are known to cause stiffness of the tissue. A tear in the belly of the left cusp appeared consistent with a puncture or laceration by a sharp instrument such as forceps. A small intracuspal hematoma was noted adjacent to the tear. All commissures were found to be intact. Conclusion: examination of the returned product specimen indicates induced damage. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for analysis, however the return is expected. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, the valve was explanted due to a leaflet tear. No adverse patient effects were reported. The tear was noticed after implant; the cause of the tear is not known.